Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The trunk cable was pulled from the strain relief, dislodging it from trunk cable connector j702 on the distribution node pca. The root cause for the strained cable was excessive force. Device evaluation of monitor sn (B)(4) has been completed. The reported problem (patient death) was confirmed. Upon investigation the monitor was fully functional and passed incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the device, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality of the monitor.

Event description:
It was reported that the patient was treated by the lifevest and passed away on (B)(6)2018. The patient was at home and at the time of the event. Ems arrived and pronounced the patient to be deceased. It was reported that paramedics cut the belt from the patient's body. Per the ECG and flag data analysis, the patient had a vt arrhythmia at 20:06:24 on (B)(6) 2018. The arrhythmia changed to vf and was treated at 20:06:59 with a post-shock rhythm of sinus bradycardia at 30 bpm. The patient then received a second inappropriate treatment while in sinus bradycardia at 30 bpm with a post-shock rhythm of bradycardia at 30 bpm. The patient degraded to asystole at 20:28:59. The patient remained in asystole with CPR artifact until device deactivation at 21:27:18 on (B)(6) 2018. The patient passed away on (b(6) 2018. Resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form could not be located. The internal audit indicates that the electronic 3500a form, within the esubmitter application, was created on 04/19/2018. Acknowledgements 1, 2, and 3 could not be located.